Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received no motor movement or negligible movement, retries to free a stuck motor failed alarm. The customer¿s blood glucose level was unknown. The customer was able to successfully clear the alarm but unable to complete insulin pump rewind. The customer tried to complete a rewind but pump error reoccurred. The insulin pump will not be returned for analysis.